Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced low blood glucose levels down to 39 mg/dl and high blood glucose levels up to 365 mg/dl. The caller requested assistance with the insulin pump's sensitivity settings. The insulin pump was not replaced or returned for analysis.